Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified shunt. A 6.00mm/ 2.0cm/ 50cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon third inflation at 6atm for 10 seconds. The device was simply removed from the patient's body. The procedure was completed with another of the same device. No complications reported and patient condition was good post procedure.